Event description:
Customer reportedly obtained the following results on the compact plus system within 10 minutes: 111mg/dl, 27mg/dl, and 29mg/dl. 159mg/dl and 21mg/dl. 97mg/dl, 19mg/dl and 25mg/dl. 62mg/dl and 22mg/dl. 248mg/dl and 27mg/dl. The customer also reports obtaining a result of 195mg/dl on the compact plus system while a professional device produced a result of 28mg/dl within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
Caller did not provide information as to which strip lot produced the results. Reported strip lots are 206889, 206895, and 206887.